Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged breast - dcis and invasive ductile cancer. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged breast - dcis and invasive ductile cancer. Medical intervention was not specified by the patient. During investigation, the manufacturer observed and using a known good power supply and ac power cord, manufacturer powered on the device and initiated therapy verifying airflow. No other peripherals or accessories were returned with the device. Errors logged: 0 errors were logged. Blower hours: 0 hours were logged, therapy hours: 0 hours were logged, device hours: 7058.2 hours were logged. Care orchestrator data was not available for download. The device was likely reset prior to manufacturer receiving due to 0 blower hours and 0 therapy hours. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. Manufacturer is unable to directly address the specified symptoms. Device serviced by 3rdp, device avail. For eval (rfb), device available for eval, date returned to mfg, device eval. By mfg (rfb), device evaluated by mfg evaluation method code, evaluation results code, component code and conclusion code grid has been updated.